Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
It was reported the patient had a bad infection. The patient¿s system was removed and they were allowed to heal. A second system was implanted successfully. The reporter stated the deep brain stimulation made a difference and gave the patient their independence back. No outcome was reported regarding this event. Additional information could not be obtained. If additional information is received, a follow up report will be sent.